Event description:
The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
Clinic notes dated (B)(6) 2015 note that the patient has experienced an increase in overall seizure frequency. It was noted that the patient experienced 6 separate seizures over the past 3 days. It was noted that the vns was adjusted and the patient was referred for generator replacement. The patient underwent prophylactic generator replacement, neos - no. The explanted generator has not been received for analysis. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Analysis of the generator was completed on 01/14/2016. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.